Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the hp (handpiece) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. When the handpiece was connected to a calibrated breakout test box, both the resistance and dissipation between low electrode and high electrode were found to be within specifications. The handpiece was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. The sm was determined to have been found erroneously. The tip was tightened, and the handpiece was tested again. The sm was not observed on the second tuning attempt. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The sample was not disassembled to reveal possible nonconforming components. However, the hp was sent back to the customer as per their instructions. The handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery an ophthalmic surgical console output was slow during a surgery (actually for about 18 mo according to the surgeon). It took too long to cut through the lens and resulted in a tear in the eye. The surgeon planned to used a different lens. New information received indicating machine was unable to break up even small fragments and switched to the coaxial I&a instead. The chamber fluctuated more than normal during this step and it was noted that the irrigation outside the eye on continuous mode was somewhat weaker than normal (lower flow). Posterior capsular tear requiring anterior vitrectomy procedure. Patient¿s issues was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).